Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 52mg/dl at the time of incident and the current blood glucose level was 125mg/dl. Customer stated that they had not treated. The device will not be returned for analysis.